Event description:
Pt called lfs alleging that the meter would not start the countdown process. Pt reported going into a diabetic coma because the meter was not functioning. Pt's famuly member attempted to test the blood glucose level 5 to 6 times, however, the countdown process would not start. Pt's family member attempted to perform a blood test and control solution test with a new lot of test strips and was unsuccessful. Pt's family member called the paramedics. Pt was eventually revived. A back up meter was used and a result of "53 mg/dl" was obtained. Medical affairs specialist was unable to reach pt to obtain additional info. The customer service rep did not gather any info regarding pt's medication regimen. It is unk if the pt had symptoms prior to experiencing the diabetic coma, what time the symptoms began, how long the meter had been having the issue, when the result was obtained on the back up meter, why the back up meter was not used earlier, what time the paramedics were called and what time they arrived, if the emt tested the pt using their meter, if any treatment was administered, and if the pt was transported to a hosp. Letter mailed to pt to obtain the additional info. The meter is being reported due to the fact that the pt did suffer a serious injury due to the meter malfunction. The customer service rep walked pt through resolving the issue. The meter was replaced because the reported issue was unresolved.